Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 250 bd slip tip syringes with the bd precisonglide¿ needle had discolored blister packaging. The following information was provided by the initial reporter: "foggy package."

Event description:
It was reported that 250 bd slip tip syringes with the bd precisonglide¿ needle had discolored blister packaging. The following information was provided by the initial reporter: "foggy package".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-sep-2022. H6: investigation summary: one photo and 250 samples with unopened packaging were received by our quality team for evaluation. From the returned samples, 247 samples were received from batch 1350489 and three samples were received as representative samples from an unreported batch 1322092. From the photo, a cloudy bottom web was observed. The samples were subjected to visual inspection. From the samples of batch 1350489, the team observed 132 of the with a cloudy bottom web. No cloudy bottom web was observed from the 3 samples of batch 1322092. No abnormality was observed on the sealing portion of any returned samples. A review of the internal manufacturing device records and raw material history files for the reported and nonreported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The team observed a cloudy bottom web. No abnormality on the sealing portion was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The production was run using validated parameters. The possible root cause could be due to an incoming material issue. The team has engaged with the incoming quality department on this complaint and the supplier investigation has been issued to the perform an investigation.